Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1411202) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: balloon loss of pressure, access was maintained and a second mynx device attempted. Second attempt was aborted due to unable to get temp hemostasis. Sheath left in and suture in place to be pulled in recovery. Manual pressure was applied for less than 30 minutes. The patient was not hospitalized.